Event description:
International affiliate reports (B)(6) old patient has a larger head width than usual. The large pediatric halo ring was not large enough for the patient. The surgeon used a 3d halo crown systems instead. Surgery time was extended to 120 minutes to collect and prepare the halo crown. Affiliate reports the halo ring does not fit with the shape of the skull of (B)(6) children. The affiliate has confirmed that the halo crown did not malfunction. Reports it was a matter of selection, voice of customer, and complaint for product design.

Manufacturer narrative:
The pediatric ring was not returned for evaluation. However, as reported by the affiliate, the device did not malfunction. Reports it was a matter of selection, voice of customer, and complaint/concern of product design for child with larger head width/diameter. Reports the size of ring does not fit with the shape of the skull of (B)(6). No other complaints of this nature have been reported within the past twelve months. Depuy synthes spine's product portfolio includes custom ring set,(child or adult), product code ht014, which may have been be an alternative product for this patient. At this time, the complaint is considered to be closed. Device not available.

Manufacturer narrative:
Depuy synthes spine has requested return of the pediatric ring for evaluation. A follow up report will be filed upon receipt of the device and completion of the evaluation.